Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history records reviewed indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history records reviewed indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. The lens was exchanged for a different model. Additional information has been requested.